Event description:
The friend of a male patient contacted lifecor customer support to report that the system is displaying a "wrench code 6" on the monitor. This is occurring at startup and the unit will not power on. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. Monitor was found to have a component (u28) that was drawing excessive current. The u28 component is the main processor on the computer board. It is the micro-controller for data acquisition and the detection algorithm. It is used to detect the depression of the response buttons. The monitor was repaired, tested and then returned to stock. The root cause of the damaged component cannot be positively identified. It is probably random component failure. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.